Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that when she opened a new, unopened box of microlet® lancets and reached inside to remove a lancet, she sustained an accidental needlestick injury. Upon inspecting the contents, the customer found a needle without protective cap or plastic molding protruding through two individual lancets, having pierced through their plastic housings. The device is not expected to be returned for evaluation.